Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited the pump is not functioning right. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Event description:
The event occurred during a diagnostic colonoscopy that was able to be complete using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. The device was not returned to olympus for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.